Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 3.5 mm to occlude the vessel. The physician inserted a balloon catheter and inflated the balloon to 12 atm. The physician noticed that the occlusion balloon had deflated unexpectedly. The physician continued the case without protection in place. The pt is reported to be fine.